Event description:
This report is being filed upon notification from our MFR of an event that happened in another country. Problem: pt data can be exchanged with another pt. For example, pt "a" info maybe changed by essenta dr after receving info from the pacs system to pt "b".